Manufacturer narrative:
(B)(4). No conclusion code available; failure event observed during analysis. Final analysis found inability to loosen the set screw was confirmed in the laboratory. Visual inspection identified silicone material inside the set screw hex cavity. This material prevented full insertion of the torque driver in the hex cavity and resulted in difficulty loosening the set screw.

Event description:
This report is to advise of an event observed during analysis.